Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side deformation and wanting to remove textured breast implants due to concern with the product. Healthcare professional reported left side rupture. The device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a broken shell, missing shell (0-25%), and device was underweight. A visual and microscopic analysis were performed which identified a sharp pattern on the posterior side, three striated openings on the radius and posterior side, fold creases, wear abrasion, and a striated patter on the anterior side. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is a sharp pattern break on the posterior side assessed as an unidentified tear opening, a striated opening assessed as surgical damage consistent with the use of a surgical tool, a striated pattern break assessed as surgical damage consistent with the use of a surgical tool, and missing shell assessed as inconclusive.

Event description:
Patient reported left side deformation and wanting to remove textured breast implants due to concern with the product. Healthcare professional reported left side rupture. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.6, b.5, d.6b, d.9, g.2, h.6.